Manufacturer narrative:
P-cap or reservoir locks properly into place. Insulin pump passed self test and displacement test. However, moisture damage was noted on pcb1. The following were noted during visual inspection: scratched case, cracked case, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump was exposed to water at the time of swimming. The insulin pump had cracked on the backside. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.